Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) due to error 23118. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found the error was confirmed and replicated. The unit was tested in house on a system in normal mode with error 23118 disabling the unit. Fluid intrusion was found throughout the spar. The unit was tested on a psc fixture test platform (pftp) showing error 23118 again during the chipencoder virtual absolute (cva) characterization test of 0960 pointing to the insertion. Fluid intrusion was found on the insertion cva printed circuit assembly (pca). A test was performed to confirm that the error was because of the fluid intrusion on the cva pca. The complaint was confirmed based on failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted partial nephrectomy surgical procedure, customer reports, arm 3 kept faulting out. The technical support engineer (tse) reviewed the logs and found repeated 23118. Prior to calling in the issue, the customer had power cycled twice and the error came back at power up. The tse instructed the customer hard power cycle the patient side cart (psc) and the error came back immediately. The tse instructed the customer actuate axis 3 on arm 3 and when they tried to recover the fault error came back. The customer converted to laparoscopic technique due to them needing all four arms. The procedure was converted to laparoscopic surgery no reported injury.